Event description:
It was reported the pen is not tracking across the screen appropriately. It was tried to replace the pen and recalibrate but to no avail. The programmer was returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; display overlay found out of electrical specification. Analysis also found the media bay door was damaged (media bay latch was bent). Left keyboard hinge was broken and sliding keyboard cover was missing. (B)(4).